Event description:
Swelling in left knee [joint swelling]. Case description: this event occurred in a post-market clinical trial. Study treatment is unblinded. Clinical trial report received on 03-jul-2008 from a physician regarding a (B) (6) female with a history of osteoarthritis, (B) (6), who experienced swelling after synvisc injections. The patient participated in protocol (B) (4) entitled "an observational study, multicenter, single-arm study investigating the relationship between the presence of hyaluronate-positive granuloma and acute local reactions associated with intra-articular synvisc injection." The patient received the first injection of synvisc into the left knee on (B) (6) 2003. The swelling was described in a chart note dated (B) (6) 2003 (3rd injection of the series). The left knee was then injected with celestone and xylocaine "to settle this down". This investigator assessed the severity as mild and the relationship between synvisc and the event as possible. On an unknown date, the patient recovered without sequelae.